Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the raytecs were shredding when being removed from the patient. Per customer, the original intended procedure was robotic paraoesophageal hernia repair. There was no patient harm.

Manufacturer narrative:
Section b5 has been updated to include additional information.

Event description:
The customer reported that the raytecs were shredding when being removed from the patient. Per customer, the original intended procedure was robotic paraoesophageal hernia repair. There was no patient harm. Additional information was received from the customer and stated that the shredding fibers were noticed during the robotic paraoesophageal hernia repair procedure and it was retrieved with a robotic grasper. The customer further stated that no medical intervention was required, and no additional procedures were performed.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was released on 12-aug-2021. No physical sample was provided for the analysis; however, pictures were provided for the evaluation. Upon review, minor fraying could be seen. Therefore, the reported issue is confirmed. The root cause is the set screws for the heat roller on the machine (vistec autobander) were loose leading to element not being heated to the required temperature to bond with the gauze. As a preventive measure, manufacturing associates involved with the process to produce this product have been made aware of the issue and to be alert to this kind of issue. Samples were sent to the production for further awareness. The set screws for the heat roller on the machine are being monitored for looseness.